Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was used and fractured. The fracture site was relatively planar and perpendicular to the axis of rotation. This is consistent with an overload condition during plane bending. It is suspected that during use, while the motor was off, the tool was moved to the side while partially in the skull, causing fracture. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ it was reported the single use tool had been reused, and it was noted the tool had been used after the expiration date. We will continue to track and trend this complaint type. (B)(4).

Event description:
It was reported that during a craniotomy the tip of the tapered tool broke during the tenting portion of the procedure. The surgeon did not notice the tool had broken, and the incision was closed. A second procedure was performed to remove the tool fragments. On follow up it was reported the original surgery was performed on (B)(6) 2015 and the second surgery was performed on (B)(6) 2015. There was no delay during the initial procedure. The status of the patient was unknown; however, the patient was to be monitored postoperative. In addition, it was reported the single use tool had been reused.